Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9 and to update section h3. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. H6: investigation findings - 114 is based upon evaluation of user facility information and the returned sample; 213 is based upon functional testing of the returned sample. One (1) 6fr angio-seal vip device was received for product evaluation. The carrier tube and packaging were returned. The device was visually inspected and appeared to have been in unused condition. The carrier tube was found to have been in the forward-lock position with the anchor and collagen fully exposed without the bypass tube. The bypass tube was found to have migrated proximally along the tubing and was found adjacent to the carrier tube hub. No damage or deformation to the device was identified. Functional testing was performed by sliding the bypass tube back into position and reinserting the anchor and collagen. No issue was found with device function as the contents were able to be successfully reinserted. The complaint was able to be confirmed. A likely root cause for the issue was unable to be determined. Handling of the package, especially the aluminum foil, during opening or storage can potentially lead to this condition. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal already activated before use. There was no harm to the patient. Additional information was received on 10novermeber2021: the procedure was a antegrade sfa (superficial femoral artery). The bypass tube was not detached but the foot plate was deployed when we opened the packaging. No damage to the packaging. Patient was in stable condition and was discharged. Manual pressure was applied to achieve hemostasis.